Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled guide wire. The guide wire appears to be unraveled from the distal tip and shows evidence of use, but it cannot be determined without the sample to evaluate. The catheter was included in the image. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. The IFU provided with the kit informs the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that during insertion, the swg (spring wire guide) was broken.the device was removed.

Manufacturer narrative:
(B)(4). A photo of the device was submitted to manufacturer. Photo indicates that the swg unraveled.

Event description:
The customer reports that during insertion, the swg (spring wire guide) was broken. The device was removed.